Event description:
The caregiver placed a sling under the pt as she was lying in bed and attached the sling loops to the sling bar hooks. The caregiver then by accident pressed the up key on the bed. When powering the bed and then using the up key for the lift the pt tipped over. The caregiver caught the pt and sat her down in the chair near the bed. No injury alleged. Ref. MFR report #8030916-2013-00094.